Manufacturer narrative:
This information is unknown. It is unknown when patient¿s infection occurred. This report is for an unknown tfn lag screw. Part and lot numbers are unknown; UDI number is unknown. Reporter email address is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric fixation nail (tfn) was explanted along with a total knee implant because of possible infection. The tfn was originally implanted on (B)(6) 2015. The patient was revised to a prostalac stem following the removal of the tfn. It is unknown if there was a surgical delay. The patient outcome is unknown. This report is for an unknown tfn lag screw. This is report 4 of 4 for (B)(4).

Event description:
It was further reported that the surgery was successful and that all the devices were successfully removed without any surgical delay. The patient was reported to be stable after the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.